Manufacturer narrative:
Additional information was received that the patient is currently implanted with a competitors device.

Event description:
A report was received that the patient was experiencing left extremity pain, numbness and tingling. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing left extremity pain, numbness and tingling. The patient will undergo an ipg replacement procedure.